Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The plate was manufactured in (B)(6) 2013 according to our specifications. The investigation has shown that the plate broke in the middle of third hole. Also, the plate showed signs of general wear and tear, with one screw excessively worn due to screw insertion. Additionally, all returned screws are a little worn but are in good working condition. Visually, we can see that mechanical loading was applied from the outer side to inner side of plate. This shows us that the most probable root cause is weight bearing by patient, which caused the plate to break.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: (B)(6) 2013, in the operation of ulnar diaphyseal fracture, the plate in question was used. About 2 months after the surgery, the patient complained of pain. Checked by x-rays, the plate was found to be broken. On (B)(6) 2013 reoperation was performed using another companys straight plate. The patient is now hospitalized. It was noted: the result of the photo observation is that the breakage progressed from the outside to the inside. This is 1 of 1 report for complaint (B)(4).